Event description:
It was reported that pump quick bolus and wake button did not function as expected, with pump screen failing to turn on unless button was pressed very firmly or multiple times. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement.